Manufacturer narrative:
This device remains implanted and out of service; therefore, physical analysis is unable to be conducted. Without laboratory analysis, it is not possible to definitively determine how the device may have contributed to the complaint incident. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range pace impedance measurement of 2,500 ohms. There was also an increase in the pacing threshold measurement. No loss of capture was reported. Subsequently, this patient underwent a revision procedure, and this rv lead was surgically capped/abandoned. It was noted there was no evidence of a lead fracture on x-ray imaging. A new rv lead was successfully placed. No additional adverse patient effects were reported.